Manufacturer narrative:
On september 20, 2023, a photo evaluation for the device was completed. Photo evaluation summary: during visual evaluation of the image provided, some bubbles were observed in the gel. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 325cc mentor memorygel breast implants and experienced dissatisfaction with the procedure outcome on both sides post-operatively. The patient disliked the results. As a result, the patient underwent explantation on an undisclosed date. This report is for the left side device.

Manufacturer narrative:
On july 08, 2024, the mentor failure analysis lab has received the device for evaluation. The patient identifier was updated to (B)(6). The patient's date of birth was reported to be december 1992. The date of (B)(6) 1992 has been documented as best estimate. The device date of explantation was reported to be (B)(6) 2023. The initial procedure was a breast augmentation revision. The patient replacement device was a 275cc mentor memorygel breast implant (catalog number 3502754bc) with serial number (B)(4). On july 26, 2024, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 325cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).